Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. The customer¿s blood glucose was 29 mmol/l. The customer was assisted in connecting insulin pump and glucometer. The troubleshooting was not mentioned for the high blood glucose. The insulin pump will not be returned for analysis.